Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was not turn on. There was no harm or injury reported. The ventilator was returned to the field service engineer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board and display board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was not turn on. There was no harm or injury reported. The ventilator was returned to the field service engineer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board and display board were replaced to address the issues. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator screen was not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.